Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. It was reported that the patient experienced recurrence of pain infection bleeding urinary problems and dyspareunia. No additional information provided at this time. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2003 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, and protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with a diagnostic laparoscopy and anterior repair ¿ colporrhaphy due to urethral hypomobility, pelvic pain, complex left ovarian cyst and genuine stress incontinence. The patient underwent transvaginal mesh implantation in 2004.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due stress urinary incontinence and pelvic organ prolapse. The patient experienced recurrence, urinary problems and dyspareunia. (B)(4).